Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact admiral paclitaxel drug eluting pta balloon catheter to treat a lesion in the superficial femoral artery. As the balloon was inflated a longitudinal burst occurred at less than nominal atms. No clinical sequelae or patient injury reported for this event.

Manufacturer narrative:
Evaluation summary: visual and tactile inspections were performed on the device and no issues were found. The guide wire lumen was flushed and it was possible to insert a 0.035¿¿ guide wire without any resistance. The purging procedure was executed, but clear evidence of a leak was found (the air flow did not stop under negative pressure). During the inflation the pressure was not maintained and a pinhole was noted in the distal part of the balloon (2 cm from the tip). The pinhole was analysed with the microscope. It looks like a little local burst, with the balloon material directed from inside out. The pinhole was measured and it is 0.2 mm high and 0.36 mm wide. No further issues noted. (B)(4).